Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: b5 section.

Event description:
It was reported that the patient presented to the hospital with discharge and infection at device pocket. The original pacemaker was sterilized and re-implanted. The right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented to the hospital with discharge and infection at device pocket. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.